Manufacturer narrative:
Correspondence received states that "difficulty was experienced while attempting to deliver the angioguard". No other info was provided. Multiple attempts have been made to gather additional info. However, no additional info regarding pt, lesion or procedural characteristics regarding this event has been provided. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. One non-sterile angioguard rx was received coiled inside of a plastic bag. The peel away and the guide wire were found kinked. Blood was observed inside the deployment sheath. The deployment sheath was found unzipped and the distal coil was damaged at the tip. When the filter basket was observed under microscope, the membrane was found damaged and the filter basket strut marker bands were found out of position; such damages were reported as a secondary failure. The device was then sent to lake region for further analysis. Per lake region report (B)(4): as received, the specimen presents numerous bends/kinks of varying severity scattered over the length of the specimen; the wire shaft is exposed through the pre-score. The filter assembly present torn/partially delaminated filter membrane from 6 of 8 filter strut wires and displaced 4 out of 4 strut marker bands displaced distally and proximally along the filter strut wires. The ends of the marker bands and the surfaces of the strut wires at the original marker locations do present microscopic indications of adhesive residue. The surfaces of the filter assembly and the distal coil segment present deposits of dried blood-like material and deposits of light colored unidentified foreign material in the vicinity of the bullet coil. The lumen of the deployment sheath presents blood-like material (in liquid form) and other residual fluid. Despite the damage to the filter assembly and the contamination, it was possible to successfully dock the filter assembly within the deployment sheath. The specimen device appears visually and dimensionally correct; it does not present any obvious indications of mfg defect or anomaly. The damage to the filter membrane suggests axial loading towards the distal tip (such as would be applied during docking through the introducer assembly into the deployment sheath). This type of loading can be exacerbated by not hydrating the ecgw system, as described in the IFU. The distal portion of the deployment sheath does not present any indication of damage. If an attempt to dock the filter within the sheath is made without flushing or "purging" the system with saline (as described in the preparations for use section of the device instructions for use), the dry filter membrane and introducer assembly contact surfaces will induce frictional drag resulting in damage to the filter membrane. The residual fluid within the lumen of the deployment sheath could indicate compliance with the IFU in flushing the system prior to "docking" the filter within the sheath - possibly during cordis' eval of the returned specimen; however, the damage to the proximal edges of the filter membrane suggests non-compliance with the IFU. The as-received condition of the returned specimen and the interpretation of the complaint suggest procedural and clinical factors impacted on the initial event as reported. As noted above, the filter strut marker bands and the filter strut wires at the original locations of the marker bands to present microscopic indications of adhesive residue. This residue, combined with the lot release documentation (which indicates compliance to the inspection requirement to non-destructively pull test each marker band to ensure it is secure and then inspect the filter membrane for delamination damage), suggests the filter marker bands were secure in the specified locations on the filter strut wires when packaged and shipped from lake region medical. Assignment of root cause for the loose marker bands is not possible at this time. These observations and speculations are based on the evidence presented by the sample and the info provided by the supporting documentation. Lake region medical did review the device history records relative to the mfg, inspecting, and packaging of lot 01402239. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported as "delivery system_ deployment difficulty" was not confirmed since it could not be evaluated; however, despite damages found on the device, the results of the functional test were favorable. A secondary failure was reported to lake region, and according to the results from the analysis performed at their facilities, the surfaces of the strut wires do present indications of adhesive residue at the original marker locations; therefore, based on both analyses, it appears that procedural factors may have impacted on the event and to the damages found on the filter basket assembly. Additionally, the DHR review does not suggest that mfg factors could have contributed to the reported failure.

Event description:
The report received indicated that difficulty was experienced while attempting to deliver the angioguard. During preliminary analysis of the device, when the deployment sheath was retrieved and the filter basket observed under microscope, the membrane was found damaged and the filter basket strut marker bands were found out of position.